Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the device was physically damaged, was confirmed. It was found that the device was physically broken and that the top and bottom covers were deformed. The device was repaired, tested and found to be working according to specifications. The physical damage to the device is most likely a result of user mishandling of the device or a possible fall. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/27/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/27/2020 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that the vapr vue generator device was physically damaged and had deformation on the top and bottom cover. During an in-house engineering evaluation, it determined that the device was physically broken. There was no procedure involved. No additional information was provided.